Manufacturer narrative:
The complaint is confirmed. The lcd has a large crack, which is causing false touch screen selections. The damage was induced by the end user, as the unit had been in service for 34 months.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump, touchscreen is changing values on its own. This was discovered during use in a procedure. The case was complete using a different ar-6480, with no further issues. There was no over pressure to the patient.

Manufacturer narrative:
Additional information: h6. The complaint is confirmed. The lcd has a large crack, which is causing false touch screen selections. The damage was induced by the end user, as the unit had been in service for 34 months.